Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). A 2.25x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the proximal end of the stent struts was flared. The procedure was completed with a different stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the first proximal row were damaged and stent struts were pulled distally. The undamaged distal section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 250 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). A 2.25x20mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the proximal end of the stent struts was flared. The procedure was completed with a different stent. No patient complications were reported and the patient's status was stable.